Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balance middleweight guide wire noted no blood visible. There was contrast on the coils which is consistent with product handling. The tip was tugged on to confirm that the core and shaping ribbon were still intact. The tip coils were stretched distal from the center solder which is consistent with handling of the product since this damage was not reported during inspection prior to use. Analysis confirmed the reported guide wire separation as the core was separated at the distal end of the hypotube. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. The cause of the bend in this incident is unknown and there was no information in the incident description that would account for the wire bending, but once bent, manipulating the wire could cause the wire to fracture as described in the incident. This type of severe bend would have been noticed at the start of the procedure and most likely would not have been caused during manufacturing. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, on line reliability testing is performed to verify product quality.

Event description:
It was reported that prior to use in the anatomy, the balance middleweight (bmw) universal ii guide wire tip was noted to be broken and separated into two parts. There was no patient involvement. No additional vessel and patient information is available.